Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable glucose hk gen 2 result for one patient sample. The initial result was 235 mg/dl. The customer questioned the result and aliquoted the sample to other cup and tested it using arkray. The result was 115 mg/dl. The customer then tested the same sample from the initial run on the cobas c501 and the result was 118 mg/dl. The results of 115 mg/dl and 118 mg/dl were deemed to be correct. Information regarding whether the initial result was reported outside of the laboratory was requested, but was not provided. An adverse event was not reported. The reagent lot number and expiration date were requested, but were not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The customer alleged that there was floating substances on the sample. Based on this information, there may have been a problem with the pre-analytic handling of the sample.